Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was high impedance and lead fracture. The patient was to have a lead revision. Follow-up yielded no further information. It was later reported the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high impedance and lead fracture. The patient was to have a lead revision. Follow-up yielded no further information. No patient complications have been reported as a result of this event.